Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
"According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis improper component placement.''

Event description:
The following information was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the trunk-ipsilateral leg was deployed, the ipsilateral leg of trunk-ipsilateral leg unintentionally covered the left internal iliac artery. The physician tried to push the device up by using a balloon, but it was not successful. It was decided the patient will be monitored and the procedure was completed. No comment was obtained from the physician. According to the csa, the location of bifurcation of the internal iliac artery might not have been correctly confirmed.